Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the device went into standby mode for an hour whilst on a patient. No harm has been reported.

Manufacturer narrative:
The description of the event and the user logfile sent were analyzed regarding the reported "device gone into standby mode". The logfile confirmed the standby mode was activated at 14:46 on the reported date of event after several ventilation related alarms (tidal volume high, airway pressure high, pressure limited, leakage) occurred since 14:12. The only possible technical cause would have been a standby switch with too low resistance causing a switch to standby mode without any user action. When testing the switch this could be excluded by verifying unrestricted functionality. Hence it is more likely that the user has accidentally switched the device to standby after several alarms occurred. In case standby mode is activated the device generates high priority optical and acoustical alarms. In this case the patient may breathe spontaneously as a release valve is being opened. Ventilation with the latest settings can be restarted by the user by pressing the "start / standby" hard key or by selecting "start" on the screen and acknowledging it with the rotary knob. Restarting ventilation with the latest settings is possible. Conclusion: the device evita xl has responded to a mode switch to standby as specified and a technical cause for an automatic switch to standby mode could be excluded.